Manufacturer narrative:
The initial MDR 1219913-2023-00023 was filed on january 31, 2023. The MDR 1219913-2023-00023 supplemental report 1 was filed on february 27, 2023. The MDR 1219913-2023-00023 supplemental report 2 was filed on march 30, 2023. An outside of the united states (ous) customer contacted the siemens customer care center to report reactive (positive) atellica im toxoplasma g (toxo g) results that were considered discordant with the nonreactive (negative) result from an alternate method. April 19, 2023 additional information: siemens investigated. Based on the monthly data that was provided by the customer the calculated specificity for the atellica im toxoplasma g (toxo g) lot 282 is 99.9%. The total initial relative specificity of 3 studies as described on the atellica im toxo g instructions for use (IFU) 10995430_en rev. 03, 2022-05 is 98.6 %. The customer has not reported any new incidents of false reactive atellica im toxo g results and this issue is considered to be an isolated and sample/patient specific incident. Based on the available information atellica im toxoplasma g lot 282 is performing as intended and no product performance issue has been identified. No further evaluation of the device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report reactive (positive) atellica im toxoplasma g (toxo g) results that were considered discordant with the nonreactive (negative) result from an alternate method. The IFU states in the interpretation of results section: " results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) atellica im toxoplasma g (toxo g) results that were considered discordant with the nonreactive (negative) result from an alternate method. The reactive results were not reported. The patient was known as nonreactive in another laboratory site. There are no reports of patient intervention adverse health consequences due to the discordant toxo g results.

Manufacturer narrative:
The investigation of the reported incident was completed. Tabletops are not designed to prevent patient fall without usage of belt/body straps as described in the instructions for use. Appropriate materials are provided with the system for patient fixation. Additional accessories, e.g. For the treatment of heavy patients and depending on the clinical application, other supporting materials are offered. The entire process of patient immobilization is under the responsibility of the operator. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. The instructions for use provide adequate guidance for proper use to secure patients during examination. According to the information provided for the reported incident, the patient had not been properly secured on the tabletop, e.g. No immobilization straps were used. The artis q biplane system did not cause or contribute to the patient's fall. There is no indication of system malfunction.

Manufacturer narrative:
The initial MDR 1219913-2023-00023 was filed on january 31, 2023. An outside of the united states (ous) customer contacted the siemens customer care center to report reactive (positive) atellica im toxoplasma g (toxo g) results that were considered discordant with the nonreactive (negative) result from an alternate method. February 03, 2023 additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. The method used by the customer for the toxo m testing was the atellica im toxoplasma igm (toxo m) assay. The calibration was valid and the quality control (qc) was in range at the time of the event. Siemens healthcare diagnostics continues to investigate.